Event description:
It was reported that there was a sudden change in the patient¿s symptoms. On the day of the report, there was a loss of therapeutic effect with nausea and vomiting. The symptoms were hard to control at time of the call. There were no falls or trauma. It was noted that the symptoms were similar to what the patient had without therapy. Patient outcome, actions taken, and interventions were not reported. Follow-up is being conducted to obtain answers.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID neu_ ptm_prog, implanted: 2008-(B)(6), product type programmer, patient. (B)(4).